Event description:
It was reported that multiple stored non-sustained ventricular tachycardia episodes were observed which appeared to be svt. Suspected atrial undersensing. Programming changes were recommended. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.